Event description:
Caller reported blood glucose results of 67 mg/dl, 94 mg/dl, and 106 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. The strips are depleted, replacement was sent.